Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings. It was also reported that there were lots of air bubbles in the reservoir and around the rings. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage or air bubbles anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. The reservoir connected and locked into place properly.